Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a device change out procedure, this right ventricular (rv) lead pulled apart between the terminal pin and the ring when the physician performed a tug test. The is-1 pace\sense portion of this lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.